Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, no delivery test, displacement test and verify failed battery test alarm, off no power alarm due to blank display. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of failed battery test and blank display from the insulin pump. The customer's blood glucose level was 205 mg/dl. The customer stated that the screen went blank several times. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer stated that there was a failed battery test in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.